Event description:
The user facility reported that a guidewire's coating "peeled off" during a percutaneous transhepatic gallbladder drainage procedure. The following information was provided by the user facility: the wire was used through a metal introducer needle; and during use the attending physician suspected a piece of the coating sheared off of the device and was left in the patient's body. No additional event specific information has been provided.

Manufacturer narrative:
Based on the user facility information, the attending physician suspected that the polyurethane layer of the guide wire peeled off and was left in the patient's body. Results/conclusion: is based on evaluation of user facility information & the returned sample; is based upon evaluation of undamaged sections of the returned sample. The involved device was returned & evaluated by qa at the manufacturing facility. Examination confirmed: the urethane coating had been peeled away from the core wire and rolled in the distal direction starting approximately 159-mm from the distal end; and the edge of the sheared material was smooth indicating contact with a sharp surface. Examination and testing of undamaged sections of the wire confirmed there were no indications of malfunction or pre-existing defect. There is no evidence that this event was related to a device defect or malfunction. Although the cause of the reported event cannot be definitively determined, the event description and appearance of the return sample are most consistent with damage to the device's polyurethane coating due to manipulation of the guidewire against a sharp surface, such as the bevel of the metal introducer needle during withdrawal. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).